Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. In addition, it was reported the noise on the non-boston scientific ra lead, led to inappropriate atrial tachy response (atr) events stored within the device. There was evidence that the patient required atrial pacing prior the rrt artifact and that there was likely inhibition of atrial therapy as a result of the oversensing. Ts discussed troubleshooting and programming options. Subsequently, the device was reprogrammed. No adverse patient effects were reported. This product remains in-service.